Event description:
The customer alleged that the unit was leaking from the reservoir. The customer requested the part number for skinner valve.

Manufacturer narrative:
The asp field service engineer (fse) ordered a skinner valve for the customer. The customer has not responded to asp's attempts in retrieving more information.